Event description:
After my first pregnancy, my health started going downhill. Appendectomy, endometriosis, hashimoto¿s / hypothyroidism, candida, many food intolerances, debilitating fatigue and brain fog, chronic inflammation, dry skin, and heart palpitations.